Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report# : 1627487-2014-05794, 1627487-2014-05795. It was reported the patient experienced overstimulation that occurred when she moved her head. It was also reported the patient did not receive effective pain relief. As a result, the patient's scs system was explanted around a year after it was implanted.